Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation and two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split and a partial compound break was noted from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth throughout both regions. Splits were noted on the borders of both regions. Upon infusion, a leak from the partial compound break was observed on the attached catheter. Therefore the investigation is confirmed for the reported fracture, fluid leak and the identified wear and deformation issues and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2024), g3, h6 (device, method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly fractured at the point of the clavicle. It was further reported that there was a visible damage but the catheter did not break off. Furthermore, contrast extravasation was allegedly noticed under imaging. Evidently while aspirating, the patient allegedly experienced pain. Reportedly, the port system was removed and replaced. The current status of the patient is unknown.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly fractured at the point of the clavicle. It was further reported that there was a visible damage but the catheter didn't break off. Furthermore, contrast extravasation was allegedly noticed under imaging. Evidently while aspirating, the patient allegedly experienced pain. Reportedly, the port system was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.